Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room experiencing syncope. Upon interrogation, the right ventricular lead exhibited loss of capture. The lead was successfully explanted and replaced in the evening. The patient was stable during and post surgery.